Event description:
A customer contacted beckman coulter, inc. (Bci) regarding erroneously elevated troponin (accu tni) results that were generated by the synchron lx I 725 instrument for three (3) pts. The initial accu tni results were: 16:12ng/ml, 13.21ng/ml, and 14.3ng/ml for pts a to c respectively. The results were reported out of the lab and questioned. The original samples were retested and lower results were obtained 0.10ng/ml, 0.02ng/ml, and 0.12ng/ml for pts a to c respectively. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.

Manufacturer narrative:
Qc and calibration performed after the event failed specifications. Per customer, they were obtaining incubator temperature errors around the time of this event. The specimens were collected in bd, plastic lithium heparin tubes. Customer indicated that samples were inverted per the tube MFR's suggestions. A field service engineer (fse) was dispatched to the customer's lab. The fse adjusted high voltage. The fse rebuilt precision pump and precision valve. The fse verified alignments, voltages, and fluidic flow. The fse conducted a diagnostic testing which passed within specifications. The fse verified the instrument per established procedures. Hardware issues, addressed by the fse, may have contributed to this event. A malfunction will be assumed for the purpose of this report.